Event description:
N the process of performing a surgical procedure (for gastric outlet obstruction), making an anastamosis between the stomach and jejunium, a tip from an autosuture device was found to be missing. This tip is 5/8 inches long and 1/2 inches in diameter and appears to be made of plastic. It is possible that this tip was left inside the patient. The device has been sent to a third part for evaluationdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.